Event description:
It was reported that during an unknown procedure the device would not fire the clips at the initial firing and the jaws are bent. They used another like device to complete the procedure. The customer had no additional information to provide. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.